Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to master lot strips. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr qc 2: 2.3 inr qc 3: 2.4 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the hemosil reagent. The result from the meter was 1.8 inr. The result from the laboratory within 4 hours was 2.6 inr. The customer has a therapeutic range of 2.0-3.0 inr.